Event description:
The event occurred in germany during daily check of equipment, prior to use. It was reported that the alarm ¿both batteries needs service¿ was displayed. Both batteries were affected. No harm to any person has been reported. As both batteries were affected, there is no back-up power supply in the event of ac power failure during treatment. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.